Manufacturer narrative:
This incident was coded as "adverse event" due to the fact that the original procedure was unable to be completed. However we failed to file the importer medwatch, and therefore will submit the importer medwatch now retrospectively. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procudure on (B)(6) 2023, the motor function on the hand-piece stopped working. Device displayed e-19 error message (motor malfunction). They were unable to complete the procedure, and had to re-schedule. Customer confirmed that there was no patient injury due to this.